Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-24088. It was reported the patient experienced ineffective therapy, in turn she did not used her scs system in couple of years. The patient has requested a scs system explant. The patient has 3 scs leads. Two of them have the same lot number. It is unknown which one is related to the issue. Therefore, all of them are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.